Event description:
It was reported the distal end part came off the inner sheath. The issue occurred during a therapeutic holmium laser enucleation of the prostate procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was confirmed due to component failure of the inner sheath. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.